Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopy procedure in the left ureter, performed on (B)(6) 2022. During the procedure, when the stent was advanced in the left ureter, the front tip of the stent was stuck and was unable to be deployed. There were no patient complications reported as a result of this event. Investigation results revealed the stent coil was kinked and buckled inside the patient, therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
(B)(4). The returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the bladder pig tail was a little buckled accordion. Additionally, the positioner and stabilizer returned in good conditions, however the suture was not returned. A functional evaluation noted that a mandrel of 0,039" had pass through the stent without resistance. Finally, during magnification observed closely the buckled accordion on bladder pig tail and observed that the renal coil is kink in two side port holes. No other issues with the device were noted. The reported event was not confirmed. According to the product analysis, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It was found that a bladder pig tail was buckled accordion and observed that 2 side port holes of the renal coil are stretch out. With the found problems, it is possible to conclude that it could happened during the interaction with the positioner/pusher at the time to push/inserted through the guide wire with excess of force applied over the device could have caused the found issues. Consequently, affect the performance of the device and therefore this will be coded as adverse event related to procedure. This investigation is assigned a most probable conclusion code of no problem detected since the device complaint or problem cannot be confirmed. Moreover, this conclusion was selected because it was reported that device - difficult to advance in the anatomy, however, after the deice analysis in the complaint device it was not possible to identify any evidence of either to the alleged issue or any defect related on the device. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm.